Event description:
The device was implanted on (B)(6) 2010. Reportedly, it was found in vvi mode at 70 min-1 during last follow-up. The patient had been seen one year ago and device had been programmed to vvi mode at 60 min-1. An analysis is requested. Preliminary analysis showed that the device switched in standby mode due to seu (single event upset).

Event description:
The device was implanted on (B)(6) 2010. Reportedly, it was found in vvi mode at 70 min-1 during last follow-up. The patient had been seen one year ago and device had been programmed to vvi mode at 60 min-1. An analysis is requested. Preliminary analysis showed that the device switched in standby mode due to seu (single event upset).